Event description:
A caller reported that the t:slim x2 pump battery would not charge, and a power source alert was noted in the pump history. There was no adverse impact to the customer¿s blood glucose level. The caller was instructed by technical support to connect the wall adapter to a known working outlet and wait at least 30 minutes to observe if the pump began charging, with a follow-up promised by technical support.